Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform the displacement test or verify unresponsive button due to missing segments. The visual inspection showed flattened button dome switch on the escape button and the lcd keypad connector was not found unlocked. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 180 mg/dl. The mother stated that none of the buttons on the pump are working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.